Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The cgm bg reading was 96 mg/dl, and the meter bg reading was 39 mg/dl. Reportedly, the customer delivered a bolus without eating, and was unable to adequately monitor blood glucose levels due to the reported inaccuracy. Subsequently, the customer went to the hospital due to a low bg of 39 mg/dl and experiencing a seizure. Customer was treated with intravenous d50, and was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, customer changed the pump supplies and resumed insulin delivery.